Event description:
The plaintiff, alleges that while employed as a nurse, plaintiff was repeatedly exposed to latex gloves and that as a result of the exposure plaintiff suffers from an asthmatic condition and a latex sensitivity which results in episodic wheezing, pruritus, flushing, and cough whenever plaintiff is exposed to latex or substances containing latex. Plaintiff also has been rendered unable to work in the profession as a nurse, and will be permanently restricted from such work due to the permanent nature of the latex-induced asthmatic condition, causing economic damages for lost wages and future lost wages. Plaintiff has endured pain, suffering, ongoing disability, and significant and extreme interruption in normal lifestyle; these conditions are permanent and will continue for the remainder of plaintiff's life.